Manufacturer narrative:
(B)(6). Date of event: date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a tah, posterior repair obtryx sling procedure performed on (B)(6) 2013. As reported by the patient's attorney, after the implantation, the patient has experienced some limited movement due to abdominal pain from tape and 4x1cm suburethral mesh exposure. Subsequently, the patient underwent partical excision of mesh on (B)(6) 2014. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6); (B)(6) hospital. The explanting surgeon is: dr. (B)(6) hospital. Block b3 date of event: date of event was approximated to june 17, 2013, implant date, as no event date was reported. Block h6: patient codes 1750, 3191 and 1994 capture the reportable events of extrusion, surgery and pain. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an obtryx system - halo device was implanted into the patient during a tah, posterior repair obtryx sling procedure performed on june 17, 2013. As reported by the patient's attorney, after the implantation, the patient has experienced some limited movement due to abdominal pain from tape and 4x1cm suburethral mesh exposure. Subsequently, the patient underwent partical excision of mesh on (B)(6) 2014. Boston scientific has been unable to obtain additional information regarding the event to date. The device was not returned. Additional information as of 02nov2022: the procedure performed on (B)(6) 2014, was revision of sling procedure for stress incontinence. On (B)(6) 2018, the patient underwent removal of transobturator tape.